Event description:
The iab was inserted into the pt on 8/4/98 at 1:15 p.m. And removal was required on 8/4/98 at 11:30 p.m. The iab did not malfunction. The pt had minor ischemia. The iab was not returned to datascope. On 9/9/98, datascope was notified that the pt had major ischemia. (Event complications: minor ischemia - rpt'd 8/21/98; major) ischemia - rpt'd 9/9/98. (Pt's current status: discharged-rpt'd 9/9/98.